Event description:
A device was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's sound abatement foam was replaced. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.